Manufacturer narrative:
(B)(4). Analysis of the lead found no anomalies.

Event description:
It was reported the tined leads that were tested during implant were ¿unsuccessful.¿ following good response when testing with the needle, the lead was implanted and no responses were noted. The lead was repositioned multiple times with no effect. Following ¿needling¿ numerous times on the patient¿s left side, a ¿small¿ hematoma occurred in addition to bleeding from the sheath. Swelling was also noted. It was stated there was possible damage to the lead when the stiff stylet wasremoved and replaced with the curved stylet, or when the lead passed down the introducer sheath. Possible high voltage threshold due to bleeding at the side was noted and there was high impedance. The lead was removed and a second lead was then inserted on the right side. There was no bleeding, nor hematoma on the right side following the needling. Like the lead on the left, the lead on the right produced no stimulation when tested with the verify system. Both leads were explanted. X-rays were also done. Regarding the introducer sheath, it was stated there was possible damage to it. As a result of a possible bend in the introducer sheath, it ¿perhaps¿ sheared the leads when they were being inserted. The testing cable was successfully used during needle testing and was not thought to be a problem. In regards to the leads, break/fracture, damage when removing lead, and never having effect were noted. The representative wondered if the leads were damaged during the procedure. Upon inspection, the physician noted that both leads looked intact and there were no superficial signs of damage. Additional information received reported the patient did not currently have any hardware in situ. The patient was following up with their physician with alternative treatment options.